Manufacturer narrative:
Lot review: a review of lot# 73-489-he showed that (B)(4) units were manufactured, tested, inspected and released in february 2017 citing no exception documents. Device not returned.

Event description:
Spiros fell off of the syringe and out of the transport bag. No patient involvement.